Event description:
It was reported that a spectrum iq infusion pump keypad wasn't working during programming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1: brand name, d4: model #, d4: unique identifier (UDI) #, g4: combination product., f10/h6: medical device problem codes a070911. Additional information: b5, d9, h3, h6, h11. B5: additional information from the reporter stated the keypad had intermittent function/output. H11: the device was received for evaluation. During functional testing,'keypad not working intermittently' was not reproduced. The incoming testing was reviewed and found that the keypad passed testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a damaged keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.